Event description:
It was reported that in (B)(6) (2013) the patient had a spinal infection so the distal end of the catheter was removed from the patient. The day of the report they were adding a distal end of the catheter back in. Per the reporter saline had been in the pump since (B)(6) but the programming back then was never changed to reflect that. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product type catheter, product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter, product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).